Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was baclofen with concentration 2000 mcg/ml at a dose rate of 140 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient¿s pump was last refilled on (B)(6) 2014 and was running at 140 mcg/day. The hcp had access to a clinician programmer. As per a physician, the patient¿s pump had been empty ¿for some time¿. The hcp was questioning if the pump alarms continue to sound or stop at some point. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.